Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) lead causing return of their postural gait disturbances and tremors. Attempts to reprogram the dbs device were made, however were unsuccessful since date of original implant. Original lead placement was good and intra-op testing showed great tremor control however clinically not effective per the physicians assessment. A computed tomography (CT) image revealed a slight anterior migration from planned target per the physician's assessment, however it is unknown what caused the lead to migrate. The patient underwent a procedure where the dbs lead was replaced with another of the same model and placed posteriorly to existing lead. Testing was performed and patient received complete therapy control before completing the procedure. The patient did well post-operatively.

Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) lead causing return of their postural gait disturbances and tremors. Attempts to reprogram the dbs device were made, however were unsuccessful since date of original implant. Original lead placement was good and intra-op testing showed great tremor control however clinically not effective per the physicians assessment. A computed tomography (CT) image revealed a slight anterior migration from planned target per the physician's assessment, however it is unknown what caused the lead to migrate. The patient underwent a procedure where the dbs lead was replaced with another of the same model and placed posteriorly to existing lead. Testing was performed and patient received complete therapy control before completing the procedure. The patient did well post-operatively. Additional information received stated that device was retained by the facility, as a result physical analysis of the lead will not be performed in our laboratory.